Manufacturer narrative:
(B)(4). Batch # m53l3h. Additional information received: the lot number provided is not valid for this product code. Please review and confirm. This is the number they supplied to me, it is now in a red bag. Please explain how the device misfired. Unknown. What confirmation was received that the device was fully fired? There were staples that were visual. Where within the gap setting scale was the orange indicator prior to firing? Unknown. Did the device staple? Unknown. Was the staple line complete? Unknown. Did the device cut? Unknown. Was the cut line fully circumferential around the target tissue? Unknown. If the device fully cut, were all tissue layers present in both donuts when inspected unknown the analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an exploratory laparoscopy procedure, it misfired and the staples did not properly form. No details were provided. They had to hand sew the anastomosis to complete the procedure. There were no adverse consequences for the patient.